Event description:
During implantation of a left ventricular assist device (lvad), the surgeon reported that significant bleeding was noted beneath the outflow graft bend relief, post-implant of the lvad. The surgeon reportedly applied a felt pad and compression in an attempt to decrease the bleeding; however, this did not work. A second outflow graft was opened and an end-to-end anastamosis was performed. The pt stabilized and was transferred to the ICU for recovery.

Manufacturer narrative:
The pt remains on lvad support with no further issues. The outflow graft was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.